Manufacturer narrative:
Novocure medical opinion is that there is no indication of a causal relationship of the event reported and optune gio therapy use. There have been no reports of malignant blue melanoma or malignant blue nevus to date. Malignant melanoma was not reported with optune gio device use in the ef-11 or ef-14 trial. There have been 10 reports of malignant melanoma in the commercial program to date; none of the reports were assessed as related to optune gio.

Event description:
On september 16, 2025, novocure received a vigilance report from the french national agency for the safety of medicines and health products (ansm). Ansm received a report from a physician that an unknown patient started optune gio therapy on an unspecified date. On (B)(6) 2025, the patient developed a blue melanoma on the scalp while on optune gio therapy. The physician noted that the combination of glioblastoma (gbm) and a rare type of melanoma was extremely unusual. No treatment details were provided.

Manufacturer narrative:
On november 24, 2025, additional information was received from the reporter. Novocure was informed that the patient had no prior history of blue nevi, melanoma, or other skin cancer. The malignant blue melanoma was located on the scalp, within the area covered by the optune gio transducer arrays. An expanded molecular analysis (auragen) was initiated. As per the physician, the melanoma was inoperable, and palliative care was provided. Optune gio use was discontinued after diagnosis. The reporter expressed a possible link between the event and ttfields, given that the lesion appeared during treatment and within the electrode field.